Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that after a vacuum assisted breast biopsy, using an atec needle and trimark breast marker, no marker was observed in the patient's breast tissue in the post procedure mammogram. It is reported that the marker deployment procedure was not completed. No patient or user harm was reported.